Event description:
A customer contacted beckman coulter inc., (bec) and reported a bellows not up errors on the coulter lh 780 hematology analyzer and also found there was a bloody leak. The customer was wearing the appropriate personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection. No injuries occurred in connection with this event. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
A field service engineer (fse) indicated that caps on tubes were bloody and bellows had blood on it. The fse lubricated pv13 and replaced tubing. Results meet published performance specifications. Root cause was attributed to pv13 not draining.